Event description:
It was reported that during an unknown case, the device stopped working, both by pressing the hand activation button and the foot switch pedal. The case was carried out and finished by using a new device. No adverse patient consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.